Manufacturer narrative:
A partial lead with the connector pin measuring 15.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that at device change-out externalized conductors were noted via fluoroscopy between the distal and proximal coils. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.